Manufacturer narrative:
The customer indicated that the psid barcode scanner had moved from the scribed alignment marks on the bracket. The customer, trained by ocd, realigned the scanner to the marks on the bracket and confirmed that the scanner was reading the correct tube. All affected samples were retested. On-site service verified that the psid scanner was aligned and functioning as expected. A misaligned psid barcode scanner was the cause of this event.

Event description:
A customer observed numerous samples with misreported results. Misreported results may lead to inappropriate physician action. There were no reports of patient harm as a result of this event.